Manufacturer narrative:
B3: event date unknown. Device evaluation: one device was received. A visual inspection found a scratched lens, damaged remote dose connector, damaged power switch, and damaged dso seal. A review of the event history log showed a 45630 error. During the functional testing, the device showed a 45630 error and had a defective pwa. The customer reported problem was confirmed. The cause of the issue was found to be related to the user. The lens, remote dose connector, power switch and dso seal were replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported serial number.

Event description:
It was reported that the "user breaks device". There was no patient involvement reported.